Event description:
It was reported that during a laparoscopic low anterior resection hand assisted, on the second firing of the device, the jaws and the closing trigger would not lock into place; they would spring back open. The jaws could not be closed. Second device was opened and the case was completed with no consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis found that one device was received for analysis without cartridge reload and with the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The device closed, cycled and opened without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.